Event description:
Customer's mother reported that insulin started to squirt out during the prime. She stated that the insulin pump had been in a backpack which was in a cooler and that the insulin pump may have been exposed to moisture. She stated that they had put the insulin pump in rice and that it began to work. The blood glucose reading was 300 mg/dl. Customer was treated wtih manual injections. Customer's mother also reported a crack on the top of the insulin pump casing and was not sure of how the damage occurred. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Insulin pump was unable to prime during prime test, due to loose and stuck drive support disk. Insulin pump passed displacement test, self test, off no power test, rewind test and basic occlusion test. The operating currents were in specification. Insulin pump had a cracked case at lcd window corner, minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. Insulin pump had moisture damage on all electronic assemblies during testing.